Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reports an inadvertent free flow event in the woman's unit. The tubing was removed from the pump, and the safety clamp did not clamp the tubing as expected, allowing free flow. The roller clamp was not engaged at the time of the event.